Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked sufficient lubrication to allow full insertion for use. The complainant stated that he was unable to empty his bladder because he was unable to insert the catheter into his bladder. The catheter was allegedly removed after attempted insertion and a new catheter was used to drain the bladder. The patient reportedly experienced self-limited bleeding caused by irritation to a urethral stricture in the urethra.